Manufacturer narrative:
Per the user facility's biomedical engineer, the power in the room had blinked and he thought that to have likely caused the issue. The hlm was power cycled and the problem cleared.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.